Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional transarterial chemoembolization (tace) procedure with a 6f sheath. Reportedly, a cuff miss occurred since no suture was found upon plunger removal. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The failure to cycle was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received and analysis of the returned device, the investigation determined that the reported cuff miss appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.